Manufacturer narrative:
The reported event of no capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During follow-up, exit block was observed on the right ventricular lead. The lead was explanted and replaced and the patient was in stable condition.